Event description:
Healthcare professional reported capsular contracture, baker grade unknown, described as "little but not excessive." Device was explanted. A capsulectomy was completed at explant. Cd30+ and alk- were confirmed.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Date of alcl diagnosis: (B)(6) 2019. Continued from a.5b: caucasian.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of lymphoma-alcl-suspected and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "late seroma and diagnosed with bia-alcl on the left breast." Date of alcl diagnosis: unknown. (B)(6).

Event description:
Healthcare professional, reported via regulatory agency "patient presented with late seroma and diagnosed with bia-alcl on the left breast.". Device status is unknown. Histopathological markers have not been confirmed.